Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. No unexpected blank display noted during testing. Device functioned properly. Device received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a low battery alarm and a battery out limit alarm. Customer changed the battery and woke up with blood glucose at 400 mg/dl. Customer's blood glucose at time of call was 213 mg/dl. Device had a blank display. After troubleshooting, display returned. Customer did not feel comfortable with the device. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.